Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's system board would need to be replaced to address the issue. Additional findings not related to the malfunction/issue was a ventilation service required error, and damage to the front and rear enclosure cases. The device's power management board, and front and rear enclosure cases would need to be replaced to address the issue. There were no repairs made to the device, and it will be scrapped.